Manufacturer narrative:
The system technical performance during treatment was thoroughly reviewed; no technical issues were found. No system malfunction occurred.

Event description:
On (B)(6) 2018, insightec was notified, that patient who was treated on (B)(6) 2018, reported of developing an ataxia in the right side in the upper and lower limbs, as well as dysarthria following treatment for essential tremor. The patient initially had a fall to the right side and was kept in the hospital for treatment. Motor functions were without deficit and tactile sensation also without a deficit. The patient was treated with dexametasone (8mgs/8 hours over 4-5 days) with a good response. As the patient's status improved, dexametasone was reduced (to 4 mgs/ 8 hours). On (B)(6) 2018 the se was considered as resolved and the patient was discharged with mild instability (uses a walker). On (B)(6) 2018, the patient came to one month visit and was assessed by neurologist. The patient maintains a minor ataxia with a lower limb predominance, using a crutch to walk and prefers to walk with another person close to him. Tremor relief remains stable.